Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced auto-inflation after total deflation of the device. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced auto-inflation after total deflation of the device. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #.